Event description:
It was reported to adac that the ssd was incorrect prior to dose computation. The user reported that they were planning with multiple trials. The ssd to reference point was correct, and the depth was correct, but the reported ssd's were incorrect. No injuries were reported as a result of this issue.